Manufacturer narrative:
(B)(4). Physio performed a clinical assessment of the event and determined that the device use did not contribute to the patient's outcome. The ems director stated the device use did not contribute to the patient's outcome. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that during a patient event, the device would not recognize defibrillation electrodes. An ambulance arrived on scene and was able to take over patient care with their device. The patient is deceased; however the ems director stated that the device use did not contribute to the patient's outcome because the patient had been down for over 20 minutes prior to ems arriving on scene.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. The electrodes that were used, were not available for an evaluation as they were disposed of prior to service. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.